Event description:
Device 1 of 4: reference MFR. Report: 1627487-2013-13777, 1627487-2013-13778 and 1627487-2013-13779. The patient reported she experienced pocket heating while charging. The patient also reported she stopped using and charging her system in 2010 due to constant jolting. The patient was reprogrammed several times; however, it did not resolve the issue. Follow-up information noted the patient would like her system explanted. The patient does not want to be reprogrammed anymore and she has a scheduled appointment with her physician in july. Surgical intervention may be taken at a later date to address the issue. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
A 1627487-05242011-002-r, 1627487-12192011-003-r and 1627487-07262012-002-r. This ipg serial number was included in a field advisory and field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.